Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and post lumbar laminectomy syndrome. It was reported that there was a lead issue. A lead was revised from bilateral orientation to both leads being on the patient¿s right side. The revision occurred because the patient had right side pain around the kidney area when stimulation was on. The patient was given a trigger point infection and an x-ray was conducted. The x-ray revealed that the left lead had moved so it was revised to the right side as well. The right side pain around the kidney started in (B)(6) 2016. The lead revision surgery occurred on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.